Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion. The reported symptom was verified during flow rate testing when the device was found to under infuse out of specification. The reported condition was found to be caused by the pressure plate travels across all fingers and valves being below specification. The pressure plate travel was reworked and flow accuracy calibration was performed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during testing. The device was programmed to deliver 200ml and delivered 165ml. There was no patient involvement. No additional information is available.